Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp5411) was returned for investigation (images 1 - 6). Visual evaluation of the as returned product identified damaged internal threads and platform. Additionally, there was bone residue around the external threads due to usage. Functional testing was performed using an applicable in-house cover screw. The cover was unable to thread into the implant as the internal threads were damages/rounded (image 3). Pre-existing condition noted on the per was low bone density ¿type ii. The implant had been placed on tooth # 29 (universal) for approximately 2 years. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2014120900) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2014120900) and no similar event or complaint was found. Based on the available information and functional testing, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #29 had damaged internal threads and was removed. Surgical/medical intervention required for permanent damage: implant removed & replaced with a new implant on (B)(6) 2019. Additional appointment required: no. Symptoms as a result of the event: none reported.